Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the label altitude operating range. The customer's blood glucose level was 338 mg/dl. The customer reverted to alternate method for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.